Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss occurred. On for transmitter with lot number p11959938. However, transmitter with lot number p11964687 was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed. A review of the share logs was performed, and signal loss was found for lot number p11964687, within the investigation window. The allegation was confirmed. The probable cause was determined, to be a defective transmitter. No injury or medical intervention was reported.